Event description:
Medtronic received information that this 23mm aortic bioprosthetic valve, implanted 1 year and 7 months duration, was explanted due to aortic regurgitation. On (B)(6) 2013, antral pyocele at the aortic root was observed via echocardiogram and paravalvular leak was observed. Aortic central regurgitation was also observed. Due to a massive amount of pannus observed at the aortic valve area to the mitral valve area, this bioprosthetic aortic valve and an annuloplasty ring (physio2, edwards corp) were replaced. At explant, a perforation around the lunula of the right cusp and stent distortion was noted. It was the noted that the hole/tear at the lunula of the right cusp was not due to long suture tail or damage during explant. In addition, infective endocarditis was suspected because of the early structural dysfunction; however, examination did not show evidence of infective endocarditis. No adverse patient effects were reported. Additional information was received that this patient had a history of infective endocarditis which caused aortic and mitral regurgitation and lead to the need for aortic and mitral valve replacement/revision originally.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection noted the stent posts appeared slightly deflected or distorted. Most of the sewing ring appeared to have been removed during explant exposing part of the stent. Long suture tails remained attached to the existing sewing ring adjacent to the right cusp and right non-coronary stent post. All leaflets were in the closed position with a gap between the coaptive ridges of the left and right cusps. All leaflets were slightly stiff but flexible except where host tissue extended on the inflow of all cusps. A perforation in the lunula of the right cusp that appeared to be due to contact with the bias cloth along the inner outflow rail adjacent to the left right stent post may be associated with the stent post deflection. A small abrasion in the belly of the left cusp appeared to be due to contact with the bias cloth along the outflow margin of attachment. All commissures were intact. Pannus remained attached to the sewing ring on the inflow extending over the tissue and base stitching, to the inflow margin of attachment of the non-coronary and left cusps, into all inferior coaptive areas, and 1 to 2.5 mm onto all cusps showing a reduced inflow orifice area. Traces of pannus were observed along the outflow rails and stent posts. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. No evidence of vegetation. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: review of the device history record showed that this valve met all manufacturing specifications for product released to distribution. There were no non-conformances, reworks or deviations noted that would have impacted this event. Based on the analysis performed, it was concluded that the clinical observation was due to contact with the bias cloth causing abrasions and tears. Patient anatomy, sizing issues, and/or tilting or canting of the valve can contribute to leaflet contact with the bias cloth. Contact with the fabric of the sewing ring has been reported in the literature for all types of bioprosthetic valves. (B)(4).